Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 119 cm 6fr r2p destination sheath and dilator were received for product evaluation. Visual inspection revealed mechanical damage along the sheath. A kink was noted 0.650 inches, 25.40 inches, and 3.30 inches from the sheath hub. The sheath was also flattened 40.75 inches from the sheath hub. No damage was noted on the dilator. The sheath ID measured at 0.0865 inches which was within manufacturer specifications. The sheath od measured at 0.1007 which within manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely mishandling of the device while removing it from the packaging may have caused the damage noted on the sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Patient height: 5'6". The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon opening the destination slender on the back table, the tech noticed that there was a severe kink near the proximal hub of the sheath. The doctor was preparing for an r2p procedure. They put the device aside and opened a second destination slender. The kinked product never entered the patient. The patient's condition was stable. The procedure outcome was a success. There were no other devices or equipment used with the reported product. There was no patient injury, medical/surgical intervention required. Additional information was received on 17jul2020. The procedure being performed was a peripheral intervention. There was no noticeable damage to the packaging.